Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached approximately 25 mmol/l (450 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient noticed the pink slide did not move forward indicating a needle mechanism failure. A manual insulin injection was administered to treat the hyperglycemia. It should also be noted the pod site was itchy.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. No issues were found that would indicate the cannula did not deploy or that the device was not delivering insulin, however the reported event of the needle mechanism failing could not be determined. The adhesive pad was also observed and no abnormalities were found that would lead to skin irritation.